Event description:
Adverse event: interrupted treatment. Malfunction: secondary energy too low. Laser stopped firing. The contact person at the facility reports a secondary energy too low error message during a refractive procedure. Treatment was 26% complete and the laser stopped firing. The site had to reboot the system to finish the procedure. Current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)